Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The customer determined that the problem was not with the iabp itself. The iabp works fine with system trainer. The customer was going to test cables and will get back to company representative if further help needed. A supplemental report will be sent upon receiving additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump ECG would function intermittently regardless of what cable they used. No patient injury or harm was reported.